Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 592 mg/dl. The customer was treated with manual injection. The troubleshooting was performed. It was explained to the customer the two high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat per healthcare provider instructions. The customer will receive replacement of the insulin pump and samples of quickset.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.